Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the unit needed a new on/off switch. He is stating that unit is not alarming.